Event description:
During a follow-up, undersensing episodes were observed on the right ventricular (rv) channel of the device. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed and the patient is stable.